Manufacturer narrative:
An event of incomplete coaptation of valve during procedure was reported. The device was returned to abbott for analysis without solution. The investigation revealed that the leaflets were thin and severely dehydrated, immobile and shrunken in appearance. The returned state of the valve precluded further functional and hemodynamic testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not conclusively be determined. The dehydrated nature of the valve is likely due to the state in which the valve was returned, i.e. Without solution. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that (B)(6) 2025, a 25mm epic mitral valve was chosen for implantation. There was poor leaflet coaptation after implantation, the leaflet could not close completely. The device was explanted and replaced with an non-abbott edwards valve. There were no reported patient consequences or clinically significant delay.